Event description:
The thermogard xp ivtm system (sn tgxp13284) displayed mid:09 (air trap assembly) error message upon powering up. Annual preventive maintenance is also required. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer's reported complaint of the thermogard xp ivtm system (sn (B)(4)) displayed mid:09 (air trap assembly) error message was confirmed during the review of the event logs but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. However, as a precaution, the air trap sensor board was cleaned to prevent recurrence of the error message. During visual inspection of the thermogard console, no physical damage was observed. Event log data review was performed and revealed a mid:09 (air trap assembly) error message around the complaint date; thus, confirming the reported complaint. The thermogard xp ivtm system passed functional testing including the power-on-self-test (post) with no issues. The thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.